Manufacturer narrative:
Findings: unit received with unresponsive buttons due to broken traces at keypad flex connector. Unit received with cracked case at display window corners, display window and battery tube threads. Unit received with minor scratched lcd window. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose was unknown mg/dl. The customer was trying to do a bolus and none of the button respond but the b button. The customer stated that there is crack on the casing right and upper and lower corners. The customer doesn't know how the damage occurred. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced.